Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was treated with glucose tablets. The customer's mother stated the patient will be off the pump, she didn't want to troubleshoot. The customer was advised to contact health care provider and call back when she would like troubleshoot.